Manufacturer narrative:
Medwatch sent to FDA on 02/18/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of induration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of induration as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported 5 years after injection with unspecified juvederm voluma patient developed "induration exactly on the injected areas." No medical or surgical intervention noted. Symptoms are ongoing.